Event description:
The customer reported that clinical staff observed the alarm malfunction blood pump during the recirculation mode (blood pump, new revision, installed at a running time of 996h). The nurses tried to solve a handling error with the recirculation mode. Handling error means, they confirmed the wrong (positive) access pressure range at the beginning of the treatment.

Manufacturer narrative:
The treatment data files related to the reported event have been requested but not yet received by the manufacturer. The blood pump has been requested for further investigation by the manufacturer. The blood pump was changed, and the machine is back in operation with a new blood pump. There was no blood loss or other clinical consequence to the patient as a result of the reported incident, since there was no patient connected at the time of the reported event.